Event description:
It was reported that prior to a da vinci s surgical procedure and during reprocessing, the user facility identified a broken wire from the permanent cautery spatula instrument. Reportedly the instrument was not used on a patient after the reported issue was identified. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal end. The clevis segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear mark. The other cables at the instrument's wrist were not damaged. Electrical continuity testing of the instrument passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.